Event description:
Literature was reviewed regarding the study titled "experience with the crescent cannula for adult respiratory vv ECMO: a case series". The objective was to analyze the crescent dual lumen cannula used for veno-venous extracorporeal membrane oxygenation (vv ECMO) and compare its complication rates with historical data and the international elso database. The time frame of this study was from september 23, 2019, to september 23, 2020. The following medtronic devices were used: crescent dual lumen cannula for vv ECMO (sizes: 28fr, 30 fr, and 32fr). The study reports that 68.5% of patients survived to discharge from the glenfield adult intensive care unit (gaicu). Based on the available information, none of the deaths were attributed to medtronic products. Among patient adverse events included: need for cannula repositioning need for additional drainage cannula clinically significant bleeding from the cannula site requiring transfusion oxygenator failure (cannula and non-cannula related) no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID 70128 (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a product ID 70130 (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a g2: citation: authors: daniel fleet, idunn morris, gail faulkner, and chris harvey. Experience with the crescent® cannula for adult respiratory vv ECMO: a case series. Perfusion volume 37, issue 8 2022. Doi.org/10.1177/02676591211031462 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.